Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint that the wheels on the bottom of the blue housing would turn but does not do anything. The pitch input disc was observed to rotate freely without corresponding output motion at the instrument's wrist. Visual inspection of the instrument showed the pitch down cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that the wheels on the bottom of the blue housing of the fenestrated bipolar forceps instrument would turn but the device would not respond. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.